Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
After review of medical records, patient was revised to address failed right hip replacement. Revision notes reported a dislodge polyethylene liner. A broken poly liner as well as a broken well-fixed shell and a well-fixed full coat stem in appropriate version and frozen section was negative for acute inflammation. It was noted that the acetabular shell itself was broken on the anterior aspect of it. A significant amount of metallosis was also noted. Doi: (B)(6) 2009 - dor: (B)(6) 2011, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.